Event description:
During surgical procedure on 5/10/94, cystocopy with left retrograde pyelography, incision of intramural ureter dilatation of distal ureter, ureterocopy candella laser lithotripsy with stone extraction, insertion of ureteral catheter, stone basket was used to obtain uretral stone in the left ureter. Upon removal of the basket, it was unraveled. The patient returned to surgery on 5/13/94 for removal of broken stone basket from the left ureter.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.